Manufacturer narrative:
(B)(4). Additional information: the us department of health and human services and a customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which a leak occurred. According to the report, doxorubicin was infusing into a right upper arm peripherally inserted central catheter. Therapy was initiated at 14:10 and the rate was set to infuse at 22cc/hour. The registered nurse (rn) returned to the patient's room at 18:05 to check on the patient, when the patient indicated that the doxorubicin was leaking onto him. The rn inspected to clearlink solution set, and noticed that the tape at the clearlink site was wet. The patients pillow and gown were a pink color, which was the same color as the medication. After the rn inspected the tubing, it was observed that the leak occurred from where the tubing meets the back part of the clearlink. The rn indicated that the clearlink was in correctly and tight.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. If additional information or samples become available, a follow up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance an unknown administration set in which a leak occurred at the connection of the secondary set to the clearlink on the y-site. The alleged defect occurred during the administration of an unknown chemotherapy medication on a patient. The unknown chemotherapy medication spilled on to the floor. There was no contact of the medication with the nurse or the patient. Therefore, there were no reports of patient injury, adverse events, or medical intervention associated with this event. No additional information is available.